Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received excessive no delivery alarms during basal, even after several infusion set changes. Customer's blood glucose was between 460 mg/dl and 500 mg/dl. Customer was not able to troubleshoot, and requested for insulin pump to be replaced.